Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedances on both the right ventricular (rv) lead and right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switched was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services was concerned since both leads had the same issue , if the patient had any surgeries or procedures at the time of the oor measurement. However, it is unknown. At this time, the device, rv and non- boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedances on both the right ventricular (rv) lead and right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switched was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services was concerned since both leads had the same issue , if the patient had any surgeries or procedures at the time of the oor measurement. However, it is unknown. At this time, the device, rv and non- boston scientific ra lead remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker system exhibited noise on both the ra and rv channels. Isometrics was performed and the noise could be reproduced when in unipolar. The device was reprogrammed. A chest x-ray was also performed and pacing impedances were high (oor) when programmed in unipolar. At this time, the clinic will continue to monitor. The device, ra and rv leads remains in service. No adverse patient effects were reported.